Event description:
A talent abdominal stent graft system was implanted into a pt for the endovascular treatment of an aneurysm. It was reported that one day after the stent graft was successfully implanted, the pt experienced cholesterol showering. The pt expired the following day. No additional info was provided.

Manufacturer narrative:
Evaluation codes, results: (conclusion code: (cholesterol showering).